Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received two pump error alarms a few months prior. They said that the same pump errors occurred again the night prior to their call. The customer¿s blood glucose was unknown. They were assisted in checking the alarm history and the pump errors were confirmed. The customer was advised that since it was the second occurrence of the pump errors, the pump should be replaced. The insulin pump is being returned for analysis.